Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2018-00402 and 2134265-2018-00403. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion to view the target lesion. During the procedure, the motordrive unit 5 (mdu5+) plus failed to perform automatic pullback. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device avail. For evaluation, returned to manufacturer on, device returned to manufacture, device evaluated by manufacturer, method codes, result codes, conclusion codes: updated. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed the mdu-5 plus was received in good conditions. No error messages were observed during the test. The unit successfully passed image and pullback test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as 2134265-2018-00402 and 2134265-2018-00403. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion to view the target lesion. During the procedure, the motordrive unit 5 (mdu5+) plus failed to perform automatic pullback. The procedure was completed with this device. No patient complications were reported.